Event description:
It was reported the lead integrity alert tones triggered, the lead impedance was greater than 3000 ohms and had increased noise. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.